Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced extreme fatigue and occasional dyspnea on exertion for about one month. During a device check, the right atrial lead had intermittent undersensing - although it was noted the p waves were chronically small - and far-field r wave oversensing. The lead was capturing the right ventricle. It was speculated that the lead had dislodged into the ventricle however a chest x-ray showed normal lead positioning. The lower rate was reprogrammed to provide more sensing in the atrium and better av synchrony (instead of permitting the lead to continue capturing the ventricle), and further trouble-shooting is planned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up revealed the physician feels the lead is dislodged.